Event description:
Today a surgeon was operating with a 4-0 polydek suture ref (B)(4), lot 74d2001662 and the needle broke off the suture and fell into the orbit. Luckily the surgeon was able to retrieve the needle and no harm came to the patient. However, this is the second incident we have had of this kind.

Manufacturer narrative:
Qn# (B)(4). 1 sample of product code 6-692 was received on a ziploc bag with a disinfection tag and with carrier. Only a portion of the suture was received without needle attached in both sides. The sutures shows signs of manipulation and contamination was detected throughout the needle. The suture was dimensionally inspected, suture specification is 18" long however during the dimensional inspection, the suture was found to be 8" 3/8 long. No functional inspections were performed as part of this investigation due are not related with the complaint notification. Incoming inspection records of the needle lot involved in the manufacturing of product code 6-692 / batch 74d2001662 were reviewed, no issues or discrepancies were found. Based on the findings during visual and dimensional inspection, customer complaint cannot be confirmed. No issues or discrepancies were found in the production and incoming inspection records that can be related to the failure mode reported. Based on the findings during visual and dimensional inspection, customer complaint cannot be confirmed. No issues or discrepancies were found in the production and incoming inspection records that can be related to the failure mode reported.

Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 6-692 / batch 74d2001662 that can be related to the failure mode reported. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Today a surgeon was operating with a 4-0 polydek suture ref 6-692, lot 74d2001662 and the needle broke off the suture and fell into the orbit. Luckily the surgeon was able to retrieve the needle and no harm came to the patient. However, this is the second incident we have had of this kind.